Manufacturer narrative:
D4 - UDI. Investigation results: visual investigation: at first, we carried out a functional test with the enclosed implant. Because of the stiffy thread of the locking- mechanism a proper fixation of the implant was not possible. After that we dismantled the instrument for checking the thread condition. The thread of the winged wheel is in a good condition but completely without lubricant. In the next step we applied one drop instrument oil on the thread and assembled the instrument and repeated the attempt to m fix the implant. The wheel could now be turned easily and the implant could be fixed. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that three similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 2(5) probability of occurrence1(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based on our analysis results, we assume that the problem was caused by insufficient maintenance of the instrument (less oiling). According our production documentation a material failure or a manufacturing error can be excluded. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with sz378r - ennovate mis downtube short. According to the complaint description, the retaining tabs are broken. There was no described patient harm. Additional information was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: visual investigation: at first, we carried out a functional test with the enclosed implant. Because of the stiffy thread of the locking- mechanism a proper fixation of the implant was not possible. After that we dismantled the instrument for checking the thread condition. The thread of the winged wheel is in a good condition but completely without lubricant. In the next step we applied one drop instrument oil on the thread and assembled the instrument and repeated the attempt to m fix the implant. The wheel could now be turned easily and the implant could be fixed. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that three similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 2(5) probability of occurrence1(5)) according to din en iso 14971 is still acceptable. Explanation and rationale: without further knowledge about the circumstances we expect, that the surgeon spread the downtube not completely with the removal key as mentioned in the instructions for use (IFU), so that the catch bent during removal. Hints in the IFU for removing the downtube from the pedicle screw: loosen gold colored sleeve a on downtube 1-2 clockwise revolutions until the line marking is no longer visible note - if necessary, the locking wrench for downtube can be used to make loosening easier. Insert removal key from the top into the downtube up to the stop so that the line marking terminates flush with the head of the downtube. Twist removal key by 90 degrees to the downtube and remove from the site together with the downtube by pulling on the removal key. Repeat procedure for additional downtubes. Conclusion and measures / preventive measures: based upon the investigation results, the root cause is most probably usage-related.

Event description:
Addtional information: the broken pieces were retrieved & discarded; an additional medical intervention was necessary. Associated medwatch-reports: 9610612-2021-00360 (400510390 - sz378r), 9610612-2021-00658 (400474292 - sz378r).